Manufacturer narrative:
(B)(4). As part of this complaint a specific lot number where the defect was detected was not indicated however the revision of the device history record of lot numbers provided in this complaint were performed: 74e1401454, 74e1400205 and 74e1400783 have been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The device is reportedly unavailable for investigation. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: during the placement, the distal needle of the system broke after the ligament passage. It could not be retrieved. The patient's condition was reported as unknown.